Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a varipulse catheter and the patient experienced cardiac perforation. Intervention was pericardial drainage and appendage suture. The procedure was interrupted due to tamponade, which occurred before pfa shots were administered. The physician estimates that this was not caused by the transseptal puncture but possibly by manipulation of the catheter in the left atrium. Additional information was received indicating there was a cardiac perforation in the left auricule appendage. The patient fully recovered, however, required extended hospitalization. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade, or entanglement which may lead to valvular damage. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a varipulse catheter and the patient experienced cardiac perforation. Intervention was pericardial drainage and appendage suture. The procedure was interrupted due to tamponade, which occurred before pfa shots were administered. The physician estimates that this was not caused by the transseptal puncture but possibly by manipulation of the catheter in the left atrium. Additional information was received indicating there was a cardiac perforation in the left auricule appendage. The event occurred after transseptal phase the medical intervention provided was pericardial drainage and appendage suture. The patient fully recovered however required extended hospitalization because of left atrial lesion. Relevant past medical history include high blood pressure. Activated clotting time (act) during the procedure was 491. There was no evidence of steam pop. The event occurred post transseptal phase and no ablation was performed. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: +33633925049 if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 12-oct-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Correction: it was noticed an incorrect value was reported in section b5. Event description of the 3500a initial medwatch report. Act value was incorrectly reported as 491. The correct act value is 391. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).